Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested on 02/03/2011 by fax and mail. A completed questionnaire was received on 02/10/2011. (B)(4).

Event description:
A consumer's husband reported that following bilateral intraocular lens (iol) implant surgery, his wife has never had clear vision and was unable to read. The surgeon performed laser surgery, but she has never been able to read without reading glasses and a bright light and has continued to have eye problems. The surgeon reported that the consumer was recently diagnosed with toxoplasmosis retinitis of the right eye. This is unrelated to the iol, surgery or prior reading difficulty. In the surgeon's opinion, the device did not cause/contribute to the event, which has not resolved; the consumer uses glasses or very bright light to read. Posterior capsule opacification was observed in (B)(6) 2009. A capsulotomy was performed nine months later. There are two medical device reports associated with these events; this report is for the left eye.